Manufacturer narrative:
Although the device was not returned to olympus for inspection, third-party testing repair results are provided in this investigation report. Based on the results of the investigation, the cause of the foreign material on the rear cover could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign material on the rear cover. There was no patient involvement.